Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was scratched by the cartridge. The lens was exchanged one week later with the same model and power lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the cartridge was not returned. The lens was returned and optic and haptic damage was observed. Blood and solution are dried on the lens. The product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Results from the iol product history review indicated the product met release criteria. The product investigation could not determine a root cause because the cartridge was not returned. The lens has a narrow scratch and other damage was observed. It cannot be verified the damage was caused by the cartridge. Due to the presence of blood and surgical solution, the observed lens damage is most likely related to customer handling. Attempts have been made to obtain add'l info. A completed questionnaire was not rec'd. (B)(4).